Manufacturer narrative:
Date sent: 07/17/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a nissen fundoplication procedure the blade broke. It was removed from the patient. Another instrument was used to complete the procedure with no patient consequence.